Event description:
The customer alleges that " the black shroud is stuck and won't move up and down." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
Affected devices can confirm customer claim. There is sufficient evidence of incorrect processing by the end user. A phone conversation confirms the end used removed the blue insulator on the base of the lamp cartridge. The IFU does not state to remove the colored base, but to remove the whole lamp cartridge.

Event description:
The customer alleges that " the black shroud is stuck and won't move up and down." No other details were provided and no patient injury/harm reported.